Event description:
It was reported that, "we implanted a femoral stem with inserter/impactor. The distal tip of impactor could not be removed from femoral stem. Impactor cup separated from shaft. We could not remove the tip from the stem. The surgeon explanted the femoral stem and replaced with a tmzf accolade stem of same size."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.